Event description:
On (B)(6) 2017 a customer reported getting ts tip shortage flag on the aia-600ii instrument. The customer is unable to run patient samples on cardiac troponin I (ctnl 2). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl 2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Please note that this MDR report was previously submitted to the FDA on 05jan2018; it is being resubmitted retrospectively per FDA request. H.3. Device evaluation by manufacturer: on 08-dec-2017 a field service engineer (fse) was dispatched to the customer's facility. Fse confirmed the reported issue and found the nozzle was clogged and it was not checking for impasse value when checking for diluent. Fse cleaned and flushed out the sample nozzle. Fse then ran quality controls (qc) on the instrument and the results were within acceptable range. The instrument was functioning as intended. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 08-nov-2016 through 08-dec-2017. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under chapter 8: troubleshooting tip shortage (ts) is generated when insufficient number of sample tips. The solution is for customer to replenish tip supply and update on inventory screen. The most probable cause of the reported issue is due to clogged sample nozzle.